Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during slitting of the sheath the lead dislodged and caused diaphragmatic muscle stimulation. The lead was replaced. No patient complications have been reported as a result of this event.